Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'deformed stopper' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a bent or damaged pin at the metro with an incomplete line clearance after the jam. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the rubber stopper remained in the tube (stopper/shield separation). This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the stopper (under the cap) is deformed."